Manufacturer narrative:
The report of ¿ineffective therapy¿ was not able to be confirmed. Analysis of lead a found it was returned incomplete. Lead a had been cut during the explant procedure and only the terminal end segment (11.9cm in length) was returned.

Event description:
It was reported that patient experienced ineffective and multiple attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. The event of loss of therapeutic effect, scheduled ipg removal was reported to abbott. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Initial reporter.